Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Replacement device shipped to site on (B)(4) 2015. Medtronic investigation of returned suspect device finds that the starburst end of the vertek arm is not locking down completely when the handle is tightened. Based on the lot number, this vertek arm is over three years old. The reported event was confirmed to be caused by a mechanical failure mode.

Event description:
A medtronic representative reported that the navigation system arm was not tightening down normally. There was no patient present when this issue was identified.